Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load properly during loading of the heartstring device into the delivery tube. The loader pushed the green buttons on the loader device and saw that the seal was already off-centered and the seal was not rolling correctly to the delivery tube; therefore, the seal just did not load properly. This time the loader removed the delivery device from the loader device and manually rolled the seal and loaded it into the delivery tube. The procedure was completed using the same device. There were no patient consequences.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.